Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the patient underwent revision surgery due to infected non-union left tibia. The patient was implanted with one (1) cannulated tibial nail and five (5) 5.0mm locking screws from the nail on an unknown date. The patient underwent incision and drainage left tibia possible exchange nailing. There was an open wound on the medial aspect of the tibia. The wound was debrided and irrigated. All hardware was removed completely and none of the hardware was broken. No additional time was needed to remove the hardware. The infected fracture site was debrided using a 12mm reamer irrigator aspirator. The surgeon elected an 8-hole locking compression plate (lcp) plate for temporary fixation along with an antibiotic nail that the surgeon made. Procedure was completed successfully. Patient was stable. This report is for one (1) 11mm ti cannulated tibial nail-ex/390mm-sterile this is report 1 of 2 for (B)(4).